Event description:
It was reported that the product is emitting a residue from blade. No patient injury or significant delay were reported. Back up device was available.

Manufacturer narrative:
One 4449 ectra retrograde knife reported on. This product was not yet returned. This lot number was not returned yet. At this time this complaint is considered ¿npr¿: no product returned. There were four additional related complaints that did have product returned matching complaint lot numbers recorded. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. The complaints stated: ¿the blades would emit a metallic-colored resin after inserting in to defect and cutting tissue.¿ the knife was evaluated and found to have a dry, fine, black substance on the surface of the blade. Primarily in the distal area. Evaluation was assigned to engineering. Initial review confirmed that a substance was present. Samples were wiped onto paper and isolated to be sent out for lab analysis. Engineering conclusion will be recorded into complaints of tested products. Per engineering: ¿based on the detailed development of the safety limits, cleaning process validation, and operator training established for the manufacturing of ectra knives, the impact of the identified contaminant and its overall risk are deemed low.¿ elements found were determined to be regarded as safe.